Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a previous right total hip using pinnacle metal on metal with an srom construct. Patient has presented with pain and brought to the or for a right total hip revision. The metal pinnacle ultamet liner was explanted, as was the metal head. An altrex liner was placed. Corrosion was present on the stem trunnion. Due to the fact that depuy does not manufacture titanium sleeved heads for 11/13 taper, the surgeon was alerted to the fact that a new ceramic head would be off label use. The surgeon understood that the use of a ceramic head on a used trunnion was considered off-label, and proceeded to implant a new ceramic head onto the used trunnion. Doi: 2004; dor: (B)(6) 2018; right hip.